Manufacturer narrative:
The catheter was evaluated. The catheter tip was partially separated at the point between the marker band and the end of the catheter braid. Based on the investigation, the damage to the distal tip likely occurred as a result of shaping of the catheter tip.(B)(4).

Event description:
Treatment of a cerebral aneurysm. During the procedure, it was reported that the implant coil was stuck inside the echelon microcatheter. Upon removal of the microcatheter from the patient, the coil was found to be protruding out of the proximal part of the distal radiopaque marker of the microcatheter. No injury was reported with the patient as a result of the procedure.